Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged as observed during routine follow-up check. Additional information revealed that the lead will not be returned as the field representative was not able to keep it after the procedure. The lv lead was explanted and a new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.